Event description:
A customer reported a low reading issue with the freestyle libre 3 sensor. The customer reported being admitted to an emergency room due to receiving continuous lower sensor scans than feels. Based on the scans, the customer self-treated with dextro and 2-liter of cola. A post-treatment sensor scan of 120 mg/dl was obtained but quickly dropped down to 60 mg/dl. Blood glucose of 220 mg/dl was obtained on an unspecified meter and the customer received unspecified treatment. The customer further reported that the sensor was removed and no further information was provided. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned and a valid serial number has not been provided. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Shelf life studies and product monitoring & dose audits were performed during product development and on market performance continues to be monitored via product monitoring/dose audits as a part of on market performance monitoring process. Trip trend is not established. If the product is returned, a physical investigation will be performed and a follow-up report submitted. Section d4 updated from unk to 0682mr1jv based on extended investigation. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
This report is being filed on an international product, model number 72114-01 which has a similar product distributed in the u.s., model number 71992-01. The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
A customer reported a low reading issue with the freestyle libre 3 sensor. The customer reported being admitted to an emergency room due to receiving continuous lower sensor scans than feels. Based on the scans, the customer self-treated with dextro and 2-liter of cola. A post-treatment sensor scan of 120 mg/dl was obtained but quickly dropped down to 60 mg/dl. Blood glucose of 220 mg/dl was obtained on an unspecified meter and the customer received unspecified treatment. The customer further reported that the sensor was removed and no further information was provided. There was no report of death or permanent injury associated with this event.